Event description:
It was reported in 2007, pt underwent placement of dorsal column stimulator in cervical spine. Pt returned to surgery in 2008 for removal and replacement of dorsal column stimulator, due to difficulties with battery not supporting and maintaining a charge and difficulties with stimulation related to position of pt's neck.